Event description:
Customer reported on a failed (B)(4) study. During given imaging internal investigation on (B)(6) 2011, it was concluded that the reason for the study failure was that (B)(4) capsule was detached from the pt's esophagus before the predetermined time specified as 48h for (B)(4) procedure.